Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed due to oversensing and inappropriate therapy. During the procedure a bipolar lead was found to have an insulation breach, it was repaired and remains implanted. A new rate sensing lead was implanted.